Event description:
Pt reported her lap-band device is no longer working. No further info. Further follow-up with the pt noted that an x-ray taken by the health professional indicated that the tubing had separated from the band of a lap-band device. The device has not been explanted.

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2010. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, the date of the event and the possible explant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number was given. Visual examination may determine the connector type associated with this report. Further info from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."